Event description:
The patient reported his ipg site has become uncomfortable since losing weight. Also, the ipg is moving in the pocket. The patient consulted with his physician and the physician did not recommend surgical intervention at this time. The patient is comfortable with the physician's recommendation and will continue to follow-up with the physician.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.